Manufacturer narrative:
E1/establishment address: (B)(6), (documented here due to character limitation in respective field). The device was returned to olympus for evaluation and the evaluation found no image and failures of the video cable connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had interface issues causing no image. The issue was found during a therapeutic laparoscopic surgery procedure. The procedure was delayed and completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to a faulty scope socket. Olympus will continue to monitor field performance for this device.